Manufacturer narrative:
MFR completed the entire form. Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
The parent of an end-user reported that the pt was intubated with the product listed. According to reporter the tracheostomy tube rests in the pt stoma in a way which allows for self-decannulation. No adverse event was reported.